Event description:
In 2008, abbott point of care (apoc) was contacted by a customer who reported that, at 02:00am, an I-stat cg8+ cartridge initally yielded a sodium result of 135mmol/l. A sample tested (unk time) an I-stat cg8+ cartridge yielded a sodium result of 118 mmol/l. A sample (unk if same sample) repeated testing (unk time) testing an I-stat cg8+ cartridge yielded a sodium result of 135 mmol/l. No medical intervention was taken.